Event description:
It was reported that the patient had pain, nausea, and vomiting over their gastric stimulator. The device was no longer functional and was causing pain. The patient¿s system was explanted on 2014 (B)(6). There was no patient death and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 435135, serial# (B)(4) implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 435135, serial# (B)(4) implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead (B)(4). Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.